Manufacturer narrative:
Complaint conclusion: as reported, the plug on a 5f exoseal vascular closure device (vcd) was deployed outside the patient¿s body after the operator deployed it in the black-black state of the indicator window. Since the product wasn¿t available, manual compression was performed for twenty minutes and recovered. The exoseal vcd was used in a trans-arterial chemo embolization (tace). The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. There were no visible signs of device/package damage prior to use. The patient¿s bmi was not greater than 40. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. Also, the exoseal vcd was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A non-cordis 5f catheter sheath introducer was used. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity at the puncture femoral site. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385059 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " plug inaccurate placement" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the plug on a 5f exoseal vascular closure device (vcd) was deployed outside the patient¿s body after the operator deployed it in the black-black state of the indicator window. Since the product wasn¿t available, manual compression was performed for 20 minutes and recovered. The exoseal vcd was used in a trans-arterial chemo embolization (tace). The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. There were no visible signs of device/package damage prior to use. The patient¿s bmi was not greater than 40. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. Also, the exoseal vcd was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A non-cordis 5f catheter sheath introducer was used. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity at the puncture femoral site. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.